Manufacturer narrative:
(B)(4) -recurrent hernia- not labeled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6)2009 and mesh was placed intraperitoneally. The patient presented with a recurrent hernia on (B)(6)2010 with symptoms of swelling and slight discomfort. Recurrent hernia was confirmed with ultrasound. The patient returned to surgery on (B)(6)2010, for laparoscopic repair of the hernia recurrence. Extreme mesh contraction and some small bowel adhesions were noted during the repair procedure. The patient is now fine.